Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on 14-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014. After a few months she started complaining of pain and she was told it was in the right place. The consumer was in the care of a new physician and complained to the new physician; he did an ultrasound and said it was in the right place and didn't know why she was having pains. She requested a second opinion in 2015, saw a different physician and he didn't do any test or anything. He agreed to remove it and she went in to have it removed and her fallopian tubes in 2015. After the removal her physician came in and said it was in the correct place and he didn't understand why she had pain. A few weeks later, after the removal, she no longer had any pain. The consumer stated she was no longer able to have children and her husband and she were persuaded into having the essure placed even though they wanted more children. The reason it was implanted is because she didn't have regular periods and after being on birth control off and on her periods never became regular. She wanted more children and now her daughter is an only child because she can no longer get pregnant without in vitro. Follow up information received on 29-oct-2015 (ptc investigation result): this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after a few months started complaining of pain (interpreted as pelvic pain). She had essure removed one year after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Follow up information received on 15-jan-2016: legal claim was received and this case is considered legal case for now on. The plaintiff was (B)(6) at time of the events. Essure was inserted on (B)(6) 2015. She reported she experienced severe abdominal and pelvic cramping, hair loss, headaches, and following the implant 1 month bleeding period. On (B)(6) 2015, essure was removed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after a few months started complaining of pain/ pelvic cramping. She had essure removed months after its insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.